Manufacturer narrative:
Based on the completed investigation, the root cause of the reported malfunctions could not be definitively determined. However, the issues are likely attributable to component damage. Should any additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor the field performance of this device.

Event description:
During the device evaluation, the bending section cover adhesive was found with exposed threads. Additionally, the distal end was detached. There was no patient involved.

Event description:
During the device evaluation, a rusted objective lens was also found.

Manufacturer narrative:
This report is being supplemented to provide additional information from the final investigation. Please see updates to b5, h6, and h11.